Event description:
It was reported that during an unspecified procedure, balloon withdrawal resistance was encountered. The lesion was located in the mid distal left anterior descending coronary artery (lad). The physician successfully placed a 16 x 3.00mm liberte' monorail stent in the proximal segment of the lesion, and then deployed the 12 x 3.00mm liberte' monorail stent. Following deployment, he was unable to remove the delivery balloon from the stent. The physician inflated the delivery balloon to 12 atms, and deflated. The delivery balloon was inflated a second time to 16 atms, and deflated, and was able to be removed. The physician placed another liberte' stent (size unknown) to complete the procedure. No patient complications were reported. Patient status is listed as "okay".

Manufacturer narrative:
The device has not been returned for analysis as of this date.